Event description:
It was reported that during a procedure the metal tip of the probe fell off. It was further reported that the metal tip was removed from the pt. Further, there were no adverse effects and the procedure was completed successfully.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.